Event description:
Caller reported a cgm error related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, which resolved the issue, allowing the caller to successfully start their sensor session.